Event description:
It was reported to boston scientific corporation that a uromax ultra balloon dilatation catheter kit was used during a dilatation procedure. According to the complainant, the balloon was unable to be inflated to any pressure level. The procedure was completed with another uromax balloon with no complications and the patient's condition at the conclusion of the procedure was reported to be good. There was no reported problem with the inflation device, however, the investigation results revealed that the leveen inflator failed to give correct pressure readings during a functional test.

Manufacturer narrative:
(B)(4). A review of the manufacturing records for this lot showed no evidence of a manufacturing related potential cause for this event. The device was returned with the balloon catheter attached to the leveen inflator. The balloon was partially inflated and there was dried contrast media inside the balloon. There was blue liquid inside the leveen inflator. A functional analysis revealed that the balloon could be inflated with the attached leveen inflator to its rated burst pressure (rbp) of 20 atm, however, the pressure indicated on the pressure gauge was dropping slowly. The balloon remained inflated but the pressure gauge continued to drop. The balloon was then attached to an encore inflator and the balloon was inflated to its rbp with no problems while the pressure gauge held its reading. The encore inflator was verified before and after use with a calibrated pressure gauge.